Manufacturer narrative:
H4: the lot was manufactured in december 2024. H11: four (4) unopened samples were received for evaluation. Visual inspection of actual samples showed dark spot/dark fiber embedded outside the tubing or on the white connector. The reported condition was verified. The cause of the condition was determined to be contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) vented micro-volume inlets had particulate matter. Black and white particles as well as lint were in the outer packaging, in the inlet, or on the connectors. The issue occurred before use. There was no patient involvement. No additional information is available.